Manufacturer narrative:
The reported events of high capture threshold and undersensing were not confirmed. Analysis found that a complete lead was returned in one piece measuring 51.9 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited high capture threshold and under-sensing. The lead was exchanged during the procedure. There were no consequences to the patient.